Event description:
Patient underwent mammogram where a palpable object that moved with the implant was observed within the breast. The physician suspects the patient may have a possible rupture. Right side device only.